Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a beep anomaly on their insulin pump. Customer's blood glucose was 227 mg/dl. The customer also stated the beeping would occur, but there were no alarms present. Customer stated the inulin pump would beep three to four times within an hour. Troubleshooting found the insulin pump passed a selftest. Customer was advised to monitor their insulin pump. No additional information provided.